Event description:
It was reported that the customer has been experiencing high blood glucose levels (400 mg/dl). Pump passed delivery sys check.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.